Manufacturer narrative:
Cc amended to include DHR review. The cc has been updated to reflect additional information. This does not change the outcome. When opening the precise stent delivery system for a carotid angioplasty/stenting procedure the stent was found to be semi-released inside of the protective sleeve. The product was stored according to labeling instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was not returned for inspection. Review of lot 15981446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Rough shipping/handling conditions may also have had an impact on the event. However, based on the information provided, no conclusion can be drawn. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time

Manufacturer narrative:
The cc has been updated to reflect analysis of the returned device. This does not change the outcome. When opening the precise stent delivery system for a carotid angioplasty/stenting procedure the stent was found to be semi-released inside of the protective sleeve. The product was stored according to labeling instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. One non-sterile precise pro rx ous carotid system, 6f, 9mm x 30mm, 135 cm was received coiled inside a plastic bag. Unit was received deployed. Stent was received loose in other bag. Hemostasis valve was received closed. No other discrepancies were found. The usable length was measured and found within specification. Although the stent was deployed; functional testing (deployment process) was performed and no anomalies were found. Review of lot 15981446 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported ¿sds - deployment difficulty-premature/prior to use¿ by the customer was not confirmed since unit was received deployed and dimensional and functional analyses were found within specification. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Rough shipping/handling conditions may also have had an impact on the event. However, based on the information provided, no conclusion can be drawn. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received: product lot number received: 15981446. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored properly according to the IFU. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during preparation for a carotid angioplasty procedure and before using the device on the patient, when opening the 135 cm. 6 fr. Precise pro rx ous 9 mm. X 30 mm. Stent delivery system the stent was found to be semi-released inside the protective sleeve. There was no report of any patient injury. The product was stored according to labeling instructions for use (IFU). The product was not clinically used and will be returned for analysis. Additional information has been requested.